Manufacturer narrative:
Conduction disturbances, such as left bundle branch block and right bundle branch block, are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Event description:
Medtronic received information that upon deployment of this transcatheter bioprosthetic heart valve the patient exhibited left bundle branch block. There was no treatment and condition remained ongoing. No adverse patient effects were reported. Six days post-implant, the patient was observed to have alternating right and left bundle branch block. A permanent pacemaker was implanted the following day to resolve the conduction disturbances.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.